Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 14jan2019. This device was not evaluated by a philips employee. The customer resolved the reported issue. The customer conducted troubleshooting with technical support over the phone. The customer discovered that the default settings for breath rate is 4, and the low alarm setting is 10. The customer adjusted the rate setting to 12 which prevented the alarm from recurring.

Event description:
It was reported that a v60 ventilator was generating low rate and low volume alarms when the device was set to the factory default settings. It is unknown if the ventilator was in use on a patient at the time of the reported event. Event date not specified.